Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. The explanted pump was returned for evaluation. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft and the outflow graft bend relief were not received for evaluation. No device-related issues were identified through the analysis of the returned heartmate ii lvas components. A correlation of the device to the reported event could not be established. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The device passed functional and electrical testing. The device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient underwent a pump exchange due to suspected device thrombosis. No additional information was provided.